Event description:
A lettter was received which indicated that an unsubstantiated legal petition alleges that as a result of falling off a gurney, plaintiff suffered serious injuries resulting in a "burst or dislodged breast implant".